Event description:
A healthcare professional via a manufacturer representative reported seeing a consumer for review and the device had battery life of 4-5 months with a capacity of 86%-100%, which did not seem consistent. The consumer was implanted in (B)(6) 2015. It was noted that cycling was not used. Programming was c+2- at 1.7 v since (B)(6) 2016. The consumer was seen on (B)(6) 2016 and programming changed to 0+3- as efficacy had decreased; the consumer felt in saddle. No problem with the lead impedance at this visit; however, it was noted that back in (B)(6) 0+1- <(> <<)>50, but nothing else.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the nurse indicated that treatment was working well. Lead impedance was checked amp 2 pw 300, and battery life showed 63-74 months of service remaining.

Event description:
Additional information received from the representative reported the consumer¿s relevant medical history to include previous spinal surgery. The representative would be bringing the consumer back up to clinic to carry out the checks, and noted to have listed the consumer for a change of implant in the meantime, as the waiting list is four (4) months.